Event description:
The reporter stated that she was using the floss pick to floss the teeth of her 6 year old child when the device snapped in half while inside the child's mouth. The broken piece became a foreign body at risk of ingestion. The reporter was able to manually retrieve the broken piece before her child swallowed it, preventing potential aspiration or ingestion injury. The reporter expressed significant concern regarding the safety of the device, specifically related to its structural integrity.